Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested. A copy of this article is available at http://www.ncbi.nlm.nih.gov/pubmed/20431330.

Event description:
Literature: ughratdar I, sivakumar g, basu s. Spinal cord stimulation to abort painful spasms of atypical stiff limb syndrome. Stereotact funct neurosurg. 2010;88(3):183-186. Summary: this article describes a case in which spinal cord stimulation (scs) not only improved a patient's severe back pain, but allowed the patient who also suffered from stiff limb syndrome (sls) to abort severe painful spasmodic episodes in the right leg. The patient was severely debilitated by spasms which occurred up to four times per day and would last between one and four hours. Event: the (B)(6) patient, who was implanted with scs in 2004 to alleviate the severe back pain, experienced a return of severe pain in 2006 along with a progression of sls spasms that caused chronic lymphoedema of the right leg. Impedance measurements were high on all four contacts and a revision was planned. During surgery, it was found that the lead was kinked suggesting an insulation break at the level of entry into the spine. The lead and extension were replaced, and the patient experienced excellent coverage for the pain. After the revision, the patient also was able to abort his spasms with a high amplitude current with a wide pulse width. At a one year follow-up, the lymphedema had resolved and the patient planned to meet with the health care professional to stop all opiates previously needed for the pain.